Event description:
It was reported the patient heard a non-critical alarm from the pump three times in the beginning of (B)(6) 2013. The reporter stated that the pump would need to be replaced during the upcoming summer due to the battery. It was noted that the pump had just been refilled in (B)(6) 2013. There was no change in the patient's therapy, however, it was noted that the patient would feel burning in her legs whenever it would rain or snow. The patient experienced increased spasticity and pain. The pump was replaced due to normal battery depletion. A dye study was performed on (B)(6) 2013 and results were the catheter was in the intrathecal space. A roller study was performed on (B)(6) 2013 and no problems were noted. The patient was in the hospital for pain control, and then developed pneumonia. The patient had a history of pneumonia. The patient had swallowing difficulties, and was being worked up for aspiration problems. The patient was still in the hospital recovering on the date of this report. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial #(B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).